Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture during implant. The stylet could not be inserted to reposition the lead.